Event description:
Found 2 small sized chg [chlorhexidine gluconate] dressings that had (what looks like) guide wire or hair sealed in with the sterile chg dressing. [Date redacted] emailed [redacted]. Manufacturer response for chg dressing, (brand not provided) (per site reporter).